Event description:
It was reported that the patient presented for follow-up with recorded episodes of high ventricular rate. The episodes were a result of over-sensed noise exhibited by the right ventricular lead. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2023. There were no patient consequences.